Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded, there was no data available within the investigation window. A functional test was performed and the audio test failed. A communication tool audio/vibration test was performed, the audio test failed and the vibration test passed. A "try it" audio/vibration manual test was performed, the audio test failed and the vibration test passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test failed. The speaker resistance was measured and it was high. The reported event of no audio output was confirmed. The root cause is a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.